Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:29:48. During night drain cycle five, the patient's ultrafiltration reading was 1278ml, indicating the home patient drained 1278ml more than their maximum programmed fill volume of 1900ml. No addtional information iss available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The electrical test passed with no issues noted. The functional test failed due to a system error 2201. A visual inspection was performed with no issues noted. A short simulated therapy was performed and completed successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted